Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2,000 mcg/ml at 1,070.6 mcg/day) via an implantable pump for intractable spasticity. It was reported that the pump was causing discomfort in the patient's left rib cage. There were no factors that may have led or contributed to the issue. The pump was lowered by 1 inch in the left abdomen. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.